Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured between october 16, 2012 - october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received for evaluation. No defect was observed during visual inspection. Functional leak testing was subsequently performed by filling the unit with green color water. As a result, leakage (backflow) was observed at the fill port of the unit. Examination of the leaked unit revealed the cause of the leak (backflow) condition was due to a particle approximately 0.60 mm in size, trapped under the check-band. The particle was identified to be polypropylene material via ftir spectrophotometer scanning. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A functional leak test was performed by filling the unit with water and no evidence of a leak was observed at the flow restrictor. The reported condition could not be verified, as no evidence of leakage was identified from the flow restrictor. The leak from the fill port identified will be captured and reported through report number 1416980-2014-20911. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed at flow restrictor of a large volume infusor during infusion of an unknown medication. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.